Event description:
The customer called to report two motor error alarms, while attempting to bolus. Troubleshooting was done and the insulin pump continued to alarm motor error during the prime. The customer was advised to discontinue using the insulin pump. The customer had no supplies and was unable to perform the displacement test. The customer stated, she had no back-up method of giving insulin and would have to go to the emergency room. Several follow-up phone calls were made to the customer in order to find out if she was hospitalized or not, but the customer could not be reached.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.